Manufacturer narrative:
(B)(4). Investigation: the disposable sets were unavailable for return and evaluation. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count that the customer reported. The run data files (rdfs) for the procedures were investigated. Root cause: a definitive root cause for the observed leukoreduction failures remains undetermined at this time. For procedures 1, 2, and 4, the signals in the run data file did not indicate an obvious root cause for the elevated wbc content. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that these leukoreduction failures coul be donor-related. For procedure 3, the analysis of the rdf showed that a total of 98 pressure alarms occurred throughout the 55 minute run. Numerous pressure alarms slow and/or stop the pumps which can disrupt steady state of the system. Signals in the rdf indicate that it is possible, although not conclusive, that the numerous disruptions during the collection may have attributed to the higher than expected wbc content of the platelet product.

Event description:
The customer reported that 4 apheresis donations out of 6 resulted in elevated white blood cell (wbc) counts in the platelet product, per the customer's limits. All collections were double doses. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.